Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device did not charge when the user pushed the charge button to cardiovert a patient out of rhythm during a scheduled cardiac procedure. Additional details have been requested. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
The customer reported the device did not charge when the user pushed the charge button to cardiovert a patient out of rhythm during a scheduled cardiac procedure. The device dropped the charge and the device powered off. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.